Manufacturer narrative:
(B)(4). Batch # r5707e. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the tcr10 reload was received with the left gripping surface broken off and missing, this is where the swing tab is located, making the reload nonfunctional. No functional test was performed due to the condition of the reload. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the scrub nurse inserted the cartridge into the device, the proximal part of the cartridge was broken. There were no patient consequences reported.